Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and upon removing the pump, the surgeon opted to use a side clamp to remove the device. This lead to a cut proximal and a cut distal to the side clamp resulting in three pieces of the device to be removed. The distal and proximal portions were removed without incident. However, when the surgeon went to remove the piece inside the side clamp they were unable to locate it. Via x-ray, a four centimeter portion of the catheter was found to be in the right femoral artery. It was decided by interventional cardiology that the patient would go to the cardiac catheterization lab for removal of this migrated portion of the catheter via contralateral access and snare. The entire four centimeter portion was successfully removed without incident. The patient survived the event.

Manufacturer narrative:
The investigation for the product damage has been completed. The pump was not returned for investigation. Data log review was not required for this case. As per the clinician, the doctor cut the cannula into three pieces during removal. One piece of the catheter was found in the femoral artery, and it needed a surgical approach to be removed from the body. Product damage issue failure mode was changed to removal issue as investigated failure mode. The cause of the removal issue was user-related, as the doctor lost the third piece of the pump during the cross-clamping cut approach.